Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device was showing a charge-pak and an attention icon. Upon initial evaluation physio-control observed that the device would not remain powered on. There was no patient use associated with the reported event.

Event description:
The distributor contacted physio-control to report that their customer's device was showing a charge-pak and an attention icon. Upon initial evaluation physio-control observed that the device would not remain powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 gtin of the initial medwatch report indicates: blank section d4 gtin of the initial medwatch report should indicate: (B)(4).

Event description:
The distributor contacted physio-control to report that their customer's device was showing a charge-pak and an attention icon. Upon initial evaluation physio-control observed that the device would not remain powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and it was observed that there was physical damage to the analog pcb assembly. The cause of the reported issue was determined to be due to physical damage, which caused the tabs connecting the internal hybrid layer capacitor (hlc) batteries to the analog pcb assembly, specifically designator bt3, to break on the negative side. The customer was provided with a replacement device.